Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and abdominal adhesions ('abdominal adhesions') in an adult female patient who had essure (batch no. 689935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included cesarean section. Concurrent conditions included uterine bleeding and fibroids. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), abdominal adhesions (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse);"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and surgery type of surgery: lysis of omental adhesions to anterior abdominal wall). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and back pain had resolved and the migraine, abdominal adhesions, dyspareunia, fatigue and genital haemorrhage outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure and with good placement and showing 3 recoils into the uterine cavity. The same thing was done on the right side with 3 recoils seen in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received. Reporter's information added. Event outcome were updated to recovered: abdominal , pelvic and back pain . A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and abdominal adhesions ('abdominal adhesions') in an adult female patient who had essure (batch no. 689935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included cesarean section. Concurrent conditions included uterine bleeding and fibroids. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), abdominal adhesions (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse);"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain ") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and surgery type of surgery: lysis of omental adhesions to anterior abdominal wall). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal adhesions, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure and with good placement and showing 3 recoils into the uterine cavity. The same thing was done on the right side with 3 recoils seen in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and abdominal adhesions ('abdominal adhesions') in an adult female patient who had essure (batch no. 689935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included cesarean section. Concurrent conditions included uterine bleeding and fibroids. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), abdominal adhesions (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain ") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and surgery type of surgery: lysis of omental adhesions to anterior abdominal wall). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, abdominal adhesions, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, back pain and genital haemorrhage outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure and with good placement and showing 3 recoils into the uterine cavity. The same thing was done on the right side with 3 recoils seen in the uterine cavity. Most recent follow-up information incorporated above includes: on 07-apr-2020: pfs received. Lot number added. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia); migraines / headaches; abdominal adhesions, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); abdominal, back, pelvic pain; fatigue; plaintiff did not undergo essure confirmation test were added. New reporters, plaintiffs information added. Concomitant conditions were added. Removal details added. Case becomes incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.